Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user states that the casters bearings are starting to stick when they try to move the device.